Manufacturer narrative:
Removed e2403 and added e1205. Removed f26 and added f11.

Event description:
It was reported intermittent occlusion alarms occurred that resulted in their blood glucose level to display as "high," a specific value was unknown to correct the high blood glucose, the customer administered a manual injection. The customer managed the issue by changing the infusion set and cartridge, resuming insulin. Reportedly, the customer doesn't remove air from the cartridge during the load sequence, which is considered off label use.